Manufacturer narrative:
A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer. Device was not returned to manufacturing facility.

Event description:
It was reported that the protocol for an unspecified medication was to stop the infusion once 500ml has been infused. The pump was set as how it is supposed to be administered. The patient already reached the 500ml volume but there was still approximately 100ml left in the viaflex bag. The clinician called the pharmacy and made them aware of the issue and was instructed to administer the remaining volume. The total volume infused as reflected on the pump was "632.13ml. This drug was supposed to run for 2 hours but instead it ran over 2 hours and 40 minutes. The event occurred at the hospital's clinical research unit (cru). There was patient involvement but no harm.

Event description:
It was reported that the protocol for an unspecified medication was to stop the infusion once 500ml has been infused. The pump was set as how it is supposed to be administered. The patient already reached the 500ml volume but there was still approximately 100ml left in the viaflex bag. The clinician called the pharmacy and made them aware of the issue and was instructed to administer the remaining volume. The total volume infused as reflected on the pump was "632.13ml. This drug was supposed to run for 2 hours but instead it ran over 2 hours and 40 minutes. The event occurred at the hospital's clinical research unit (cru). There was patient involvement but no harm.

Manufacturer narrative:
Additional information: imdrf annex a and g codes.